Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device name and initial reporter are unknown. No information has been provided to date.

Event description:
It was reported that there was a battery communication error. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 08-jul-2022 via email and attached to complaint object: this pump was not in use when the event occured.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced battery and that cleared up the problem. Looks to be from use battery was over 5 years old. The cause of the reported problem was traced to components failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000.